Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with a programmer crash during an attempt to load an ams electrogram. The issue was presented with multiple programmers. The device was explanted due to battery advisory. No patient complications were reported.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).